Event description:
Subsequent to the initial MDR, additional information was provided on 5/15/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 1:17 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 ½ days and ended due to expiration on 4/25/2026. There was no bg calibrations attempted during the sensor session. The reported lack of audio alert was not confirmed in the data. On the day of the reported event (4/21/2026) the egvs went above the high threshold several times in the morning and each time the alert sounded at 10% audio. At 9:12 am the egvs went above the high threshold, alerted, then stayed above the threshold until the evening. No acknowledgement was made to the high alert until 12:37 pm. At 5:37 pm the egvs rose above 400 mg/dl and stayed above 400 mg/dl into the evening. At 6:47 pm a short signal loss event was logged and upon reconnection the high glucose alert returned and repeated every 5 minutes until 7:02 pm when a long signal loss event, lasting almost 16 hours occurred, silencing the alert. The cause of the signal loss event was determined to be phone battery discharging below 20%. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 5/15/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 1:17 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 ½ days and ended due to expiration on 4/25/2026. There were no bg calibrations attempted during the sensor session. The reported lack of audio alert was not confirmed in the data. On the day of the reported event (4/21/2026) the egvs went above the high threshold several times in the morning and each time the alert sounded at 10% audio. At 9:12 am the egvs went above the high threshold, alerted, then stayed above the threshold until the evening. No acknowledgement was made to the high alert until 12:37 pm. At 5:37 pm the egvs rose above 400 mg/dl and stayed above 400 mg/dl into the evening. At 6:47 pm a short signal loss event was logged and upon reconnection the high glucose alert returned and repeated every 5 minutes until 7:02 pm when a long signal loss event, lasting almost 16 hours occurred, silencing the alert. The cause of the signal loss event was determined to be phone battery discharging below 20%.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient experienced hyperglycaemia with loc, was hospitalized for 3 days because he did not receive an alert for hyperglycemia. The patient was taken to the hospital and admitted to the ICU. They performed a laboratory work and the bg reading was 780 mg/dl. The patient was diagnosed with dka and treated with IV insulin. The next reported measurements were bg was 160 mg/dl and the cgm was 113 mg/dl. The patient was admitted for more than 24 hours. At the time of the report the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
B2: outcomes attributed to adverse event- additional. B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information needed.

Manufacturer narrative:
(B)(4)..

Manufacturer narrative:
(B)(4).b5: describe event or problem - additional.h2: additional information.h6: type of investigation - additional.h6: investigation findings.h6: investigation conclusion.